Event description:
The customer reported via phone call that she had a button error alarm. Customer's blood glucose was 379 mg/dl at the time of the incident. Customer wears the pump in her bra. Customer stated that the pump has been dropped once in a while. Customer stated that she also wears the pump in her pocket. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
No button error alarm noted. The insulin pump received with intermittent button response due to corroded keypad traces. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump received without the original belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.